Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in an unspecified artery was attempted with two proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, there was no suture present when the needle plunger was removed after deployment of the second proglide device. The sutures of an additional proglide device were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment¿ was confirmed as a needle to cuff miss. There was one anterior cuff tab separated and not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.